Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Lot number was either cds-50814u129, cds-50814u130. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guiding catheter referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, two mitraclips were implanted reducing mitral regurgitation (mr) from grade 4 to 2-3. Sometime after the clips were implanted mr increased. On (B)(6) 2016, an echocardiogram was performed, noting an atrial septal defect and increased mr (grade 4). A single leaflet device attachment (slda) was suspected. On (B)(6) 2016 a second clip procedure was planned. The slda was confirmed in one of the two implanted clips. The other clip remained attached to both mitral valve leaflets. During use of a non-abbott guide wire, a pericardial effusion was noted in the left atrium. The patient subsequently expired from cardiac tamponade. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is being reported as unknown because the specific lot number could not be confirmed; therefore, the UDI is provided for both clips as follows: part / lot: cds0201/ 50814u129, (B)(4). Part / lot: cds0201/ 50814u130, (B)(4). The devices were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lots. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology / pathology. The reported worsening mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the devices.

Event description:
Subsequent to the 30-day medical device report, the following information was received:there was difficulty with visualization at some portions of the first clip procedure on (B)(6) 2016. No additional information was provided.